Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported dead battery which was not reproduced during evaluation. Battery alert messages were verified through a review of the event history log. It found to be caused by a damaged rear case which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced dead battery issue. There was no known patient injury or medical intervention associated with this event. No additional information is available.